Manufacturer narrative:
One set of supris introducers was received for evaluation. Examination and inspection revealed one of of the introducers was in two parts with the handle separated from the needle due to excessive bending force beyond the design limitations.

Event description:
Introducer broke off inside the patient during implant procedure. It was removed and the procedure was completed as usual.

Event description:
Introducer broke off inside the patient during implant procedure. It was removed and the procedure was completed as usual.